Event description:
Report received from USA stating that foot plate of the device was broken. The device was being used during surgery. There were no pt or user injuries. It is unk if delay or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).